Event description:
3m received information from a distributor that an older female patient with a history of fragile skin sustained a 2x4 cm area of skin loss when the 3m universal electrosurgical grounding pad was removed from her leg. The area of skin loss was reportedly treated with xenaderm (prescription) and xeroform, has had follow up by doctor and is healing great. The 3m medical complaint investigator discussed ways to remove pad.

Manufacturer narrative:
Patient information was not available. No other adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. No evaluation will be performed.